Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose a-t device after a diagnostic procedure. Reportedly, after the perclose a-t device was advanced into the artery, no pulsatile flow from the marker lumen was achieved. The device was removed and re-flushed with saline, but still no flow. A second perclose a-t device was used and pulsatile flow was achieved. Hemostasis was achieved using the second perclose a-t device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the perclose a-t device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.